Manufacturer narrative:
The cutting loop was visually inspected for damages, and the distal cutting tip has broken off. The tip was not received with the product. Unable to function test the cutting loop due to the broken distal tip. The probable root causes could be handling during setup, or damaged during shipping. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wire from the cutting loop electrode broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the wire from the cutting loop electrode broke off.